Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin accumulates at the end of the tubing, in its connection to the head set, and, although there is no visible leakage, once she disconnects the tubing from the head set, the accumulated insulin starts to drip from the needle tubing. No adverse event reported. Requested return of the alleged device for evaluation.